Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to instability caused by dislocation. Update: 12 march, 2018: medical review has stated the stem has some issues with ¿eccentrical¿ placement in the femoral canal. Accolade stem has been added to the product grid.

Event description:
It was reported that patient's left hip was revised due to instability caused by dislocation. Update 12 march, 2018: medical review has stated the stem has some issues with ¿eccentrical¿ placement in the femoral canal. Accolade stem has been added to the product grid.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head & trident liner was reported. Shell malposition was confirmed as a result of a medical review. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant noted; procedure-related factors: cup malposition in excessive anteversion. Patient-related factors. No info. Device-related factors: none. Diagnosis: cup malposition in excessive anteversion has caused recurrent dislocation requiring revision of the cup to a more anatomical position with an adm/mdm insert construct for enhanced protection against further dislocations. Device history review: the review indicates that the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant concluded: cup malposition in excessive anteversion has caused recurrent dislocation requiring revision of the cup to a more anatomical position with an adm/mdm insert construct for enhanced protection against further dislocations. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.